Event description:
Vns pt had passed away due to sudden unexplained death with epilepsy. No autopsy was performed. It was reported that the pt experienced a >25% reduction in seizures with vns therapy. The pt was receiving vns therapy at the time of death. Neurologist indicated that the relationship between the ncp system and the cause of death was unk. There is no evidence at this time that the ncp system caused or contributed to the reported event. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely effect device performance. Review of device programming history revealed no anomalies.